Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a hand assisted lap cholecystectomy procedure the surgeon had his hand in the device and the seal cap broke, he used a second like device to complete the device. There was no patient consequence.